Manufacturer narrative:
Found sensor cannula bent (retracted) inside sensor base, unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reports to have received a lost sensor alert, and had transmitter connection issues. Customer's blood glucose was 158 mg/dl. Upon removing sensor, customer realized that sensor was gone and cannula was still in the body. Customer attempted to remove sensor cannula with tweezers. Customer was advised to return sensors for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.